Manufacturer narrative:
A few hours after insertion of the catheter and inflation of the balloon, the catheter fell out. The balloon integrity was not tested prior to use. It was not confirmed if the patient pulled the catheter out or if the balloon deflated on its own and the catheter fell out. A new catheter was inserted without further incident. No patient injury resulted. The sample was returned for evaluation. The sample was received unpackaged in used condition and visual inspection revealed a split circumferentially across the catheter balloon in a u shaped pattern. The inflation lumen hole section remained intact. The source of the split is unknown. A root cause has not been determined. There have been no other similar incidents. Due to the need for another catheter to be inserted, this medwatch is being filed.

Event description:
The catheter was found out of the patient a few hours after insertion and a new catheter was inserted.